Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime/ compromised force sensor tests. The pump was received stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was motion sensor test failure no alarm during testing noted. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motion sensor test failure, and motor position encoder error alarm. The blood glucose at the time of the incident was 340 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.